Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the customer's blood glucose level was 575 mg/dl, which was addressed with a bolus delivery via the pump. Reportedly, the customer feared that the battery would die, therefore; disconnected from the pump. Customer used an alternate usb cable and the pump charged successfully.